Event description:
After plugging the cord into the head of the dynesis pedicle screw, the surgeon pulled the cord by hand to avoid loops that might have been forming between the spacer and the screw. While pulling, the cord tore apart in the introduction zone. There was no need to remove the implant as the processing area of the cord was intact and it was possible to carry out tensioning and fixing the system. Spinal position was between l3-s1.

Manufacturer narrative:
The MFR did not receive devices, x-rays, or other source documents for review. To date, the pt has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the info provided. Should additional info become available and an investigation result be available that changes this assessment, an amended medical device report will be submitted. (B)(4).